Manufacturer narrative:
(B)(4). Physio-control recommended replacement of the main capacitor and provided the customer the assembly part number info. F/u with the rptr found that the customer removed the device from service and elected to scrap it. The device was not returned to physio-control for eval. A conclusive cause of the reported event could not be determined.

Event description:
During an inspection, the customer reported that the device had no defibrillation energy output into a defibrillator analyzer. There was no pt use associated with the event.